Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit ø3.2 l145/120 2flute (p/n: 310.310, lot number: 49p8439) was received at us cq. Visual inspection of the complaint device showed the distal tip of the drill bit is broken and broken fragments was not received. No other issues were observed during the cq investigation. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon inspecting the images provided, it was observed the distal tip of the device was broken. The root cause of the breakage cannot be determined based on the available images. However, the reported condition for embedded device could not be confirmed during the photo investigation from the provided images. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot product code: 310.310, lot number: 49p8439, manufacturing site: bettlach, release to warehouse date: 31 march 2020, expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, at the moment of drilling the bone with drill bit, it broke and piece of it is being left inside the bone, with no possibility of removal. This report is for one (1) 3.2mm drill bit/qc/145mm. This is report 1 of 1 for complaint (B)(4).